Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician fully recaptured the closure device and noted that they could not flush the device. The wds was then removed from the patient and flushed. At this time, it was noted that there was a thrombus at the distal portion of the closure device. A new wds was then used to successfully complete the procedure. The patient did not experience any complications or consequences as a result of this event.